Manufacturer narrative:
(B)(4). H6 codes: health effect - clinical code problem code: e1803 nodule / code not available h6 codes: health effect - clinical code problem code: correction to disregard 4581 appropriate term/code not available.

Event description:
Subsequent to the initial MDR, additional information was received. Per a follow-up report received from the patient¿s spouse on (B)(6) 2025, it was clarified the patient developed a skin infection approximately four days after sensor insertion in the arm. Symptoms included redness, a large soft lump (1.5 inches in diameter), pain, and heat at the needle puncture site. On (B)(6) 2025, the patient visited an urgent care clinic and was prescribed oral cephalexin (unknown dosage, three times daily for seven days). The patient was also advised to consult a surgeon to determine if drainage was necessary. The report did not specify which diagnostic tests were conducted to confirm the infection. A surgical appointment was scheduled for (B)(6) 2025, but the patient and spouse chose to postpone the visit, opting instead for epsom salt poultices and heat therapy to monitor improvement. By (B)(6) 2025, the spouse reported that the redness and pain had diminished, the lump had reduced to approximately 0.5 inches, and the skin had become firmer. The patient responded well to the antibiotic therapy, and no further medical treatment was required. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction had occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient reported developing a skin infection at the wearable site on (B)(6) 2025. It was not specified whether the infection occurred at the needle puncture site or beneath the sensor patch adhesive. On (B)(6) 2025, the patient began taking prescription oral antibiotics (cephalexin); however, the dosage was not disclosed. Multiple follow-up attempts were made to verify the medical intervention and obtain additional details, but no further information was received. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.